Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a moderately tortuous and moderately calcified blood vessel. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention procedure. However, during the seventh inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.